Event description:
It was reported that injector n35-o separated from the mating component.  The following information was provided by the initial reporter: "it was reported that patient noted phaseal pump was beeping - there was spontaneous device disengagement upon the blue clam removal."

Manufacturer narrative:
The following fields have been updated with additional information: d.10. Concomitant medical products and therapy dates: unknown optima infusion clamp; (B)(6) 2021.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that injector n35-o separated from the mating component.  The following information was provided by the initial reporter: "it was reported that patient noted phaseal pump was beeping - there was spontaneous device disengagement upon the blue clam removal."

Manufacturer narrative:
Investigation summary: no samples or photos received for investigation, since lot number reported from optima injector (1909101) was expired in august 2020, retained samples cannot be tested for functionality as the proper functional performance of the device cannot be ensured. DHR from optima injector lot 1909101 was reviewed and it was noticed that the expiration date of the product was august 2020 ; therefore it can be confirmed that the product was expired at the moment of use. Since no lot numbers were provided for optima connector and optima clamp involved in the complaint, no retained samples can be requested. Ensure that the expiration date of the optima products are not expired at the moment of use. Functional performance is ensured over shelf life indicated in the packaging. H3 other text : see h10.

Event description:
It was reported that injector n35-o separated from the mating component.  The following information was provided by the initial reporter: "it was reported that patient noted phaseal pump was beeping - there was spontaneous device disengagement upon the blue clam removal.".